Manufacturer narrative:
(B)(4). Date of initial report: 09/20/2016. Date of follow-up report: 09/29/2016. One used lf5544 ligasure device was received, and multiple attempts were extended to attain additional information regarding the issue that was experienced by the customer. Although no response was received, an evaluation of the sample confirmed defects with the device. Visual inspection found the knife was trapped within the jaws and a safety feature prevented the jaws from opening while the knife was extended. The investigation identified the root cause of the issue as customer misuse. Knife trap occurs when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. Tissue build-up within the knife webbing can also contribute to this issue, which is prevented by cleaning the device as needed throughout the procedure. The IFU included with this product cautions users to confirm the jaws have reached the closed position and are locked before activating the cutter. It also states appropriate cleaning methods to prevent eschar build-up. Inspection of the device also found the clear insulation close to the jaws was damaged, causing it to fail hipot testing. The investigation identified the root cause to be user error, where the insulation shows signs of damage with improper handling through a trocar. The IFU states: to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which can compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation. Review of the device history records for this lot found no potentially contributing factors to either identified issue, and that it was released upon meeting all quality specifications.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a total laparoscopic hysterectomy, an issue occurred with the device. No patient injury or harm resulted and no further information on the issue was available from the facility. Inspection of the received device on (B)(6) 2016 found the knife was trapped and contained within the jaws, preventing them from opening. The clear insulation was also damaged.